Event description:
The stent punctured successfully in pancreatic pseudocyst but internal distal flange was not opened. The cause of this event was unidentified to us. The stent was removed and replaced by another stent.

Manufacturer narrative:
It was reported that the internal distal flange was not opened. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "internal distal flange was not opened" it is assumed that the stent was not expanded temporarily due to the condition of the patient's lesion and other elements complexly and was removed. Through the user manual by taewoong, it is stated that it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary" this suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.